Event description:
Fluoroscopic visualization was difficult with the equipment available. Kissing balloons were used at the bifurcation for predilatation. After loading the delivery system onto a guidewire, the physician pulled out the tear away introducer sheath and snapped it. Because the sheath was not pulled all the way out of the vessel, there was initial blood loss; control was established with pressure. During several attempts to advance the delivery system on the right side of the patient, the physician encountered difficulty passing through the iliacs, most likely due to small vessels. The device was removed, a new one was opened, and the physician tried again on the left side with continued difficulty. It was decided to remove the device, balloon the left side to dilate, and try again. The device was advanced; however, there was difficulty due to a wire wrap that had occurred. The physician resolved the wire wrap, and after several maneuvers to place the device, deployed it. After implanting a proximal cuff and before implanting the limb extensions, it was decided to stop the procedure due to fluctuations in the patient's blood pressure. The patient died about an hour later due to low blood pressure and excessive blood loss. Physician reported that the event was not related to the device.

Manufacturer narrative:
Evaluation of the returned devices indicate no damage or device failure. Review of lot records/work orders, prior reports. No issues were noted. Event was related to operational context.